Event description:
It was reported that during follow-up visit the right ventricular (rv) lead showed high unstable thresholds, high impedance, and a possible fracture. It was also reported there was undersensing. Reprogramming was done and later, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg (B)(6) 2011.